Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a g7 sensor, with the device displaying high and a confirmatory fingerstick of 423 mg/dl after a recent supply change with a teflon infusion set; the user reported no visible leaks or kinks, had announced a meal about an hour prior, and was in the first week of ilet use. Symptoms included elevated blood glucose. Outcomes included continued use of the system with monitoring and a subsequent decline in glucose to 366 mg/dl and trending down, without medical intervention or hospitalization. Investigation included troubleshooting and user education by phone. Investigation of this case revealed no confirmed device malfunction, with potential early use adaptation and insulin absorption or site-related factors considered. It was concluded that the cause of the hyperglycemia was unclear and that continued monitoring and possible site change if glucose did not regulate would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.